Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 14 / 2.9.1 / ios 26.1.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter. There was no adverse impact to the customer¿s blood glucose value.